Manufacturer narrative:
(B)(6). PMA/510(k) #: this device is not sold in the u.s. However, there is a similar device manufactured by cook inc. That is marketed in the u.s. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the flexor ureteral access sheath and dilators was used for transurethral urinary stone removal. After placing the device in the urinary duct, a flexible-scope was advanced through the sheath to the urinary tract. Stone removal was performed though, foreign substances were confirmed during the procedure. The sheath was removed from the patient and the procedure was finished with the device. There have been no adverse effects to the patient reported and it is considered that the foreign substances do not remain inside the patient. The foreign substances were suspected to be scraped-off coating segments of the inner lumen of the sheath. As reported, there was no impact to the patient. Additional details of the event have been requested. At the time of this report no new information has been forthcoming.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A video was provided by the facility. A document based investigation was performed including a review of the provided video, complaint history, the device history record, instructions for use, and quality control data. The facility provided video shows the damage to the sheath. It appears like a section of the lining is separated along the internal length of the sheath. One used 14fr 45cm flexor sheath and dilator with label lot number 6390859 was received. The flexor assembly was returned unassembled. A clear container was also returned with a strip of clear lining material housed inside. A visual examination of the dilator indicated the device has been used. Light scratch marks were visible in the aq coating. No noted manufacturing anomalies were observed with the dilator. The sheath exhibited signs of damage. There is a ragged tear on the outside starting at the distal tip that extends approximately 1cm in length exposing the inner metal coil. The tear migrated horizontally away from the vertical tear approximately 1mm. The distal tip is smashed with a crease 3mm from the edge of the tip. Under magnification, the clear lining inside the sheath has been peeled up and pulled out of the distal tip, this indicates the lining was sheared by an object being introduced into the sheath from the hub. The length of sheared lining measured approximately 9cm and has an accordion appearance. Black foreign matter was observed on the end of the lining segment. Visible scrape marks were observed inside the sheath indicating a sharp object has come in contact with the side of the sheath scraping up the sheath interior. The sheath was likely damaged by an instrument or other device being introduced through the sheath. A review of the device history record noted there were no non-conformances associated with the reported failure mode. A search of complaint records revealed this is the only complaint associated with complaint lot number 6390859. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and clinical factors appear to have impacted this event as reported. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
Additional information was received on 20aug2018. As reported, the scope advanced through the sheath during the procedure was a boston scientific wolf viper-m, tip diameter 6fr, max diameter 8.8fr. The sheath was placed using a boston scientific zip wire 0.035inch 150cm, not the wire guide that comes with the flexor ureteral access sheath and dilators set. Between removal of the dilator and insertion of the endoscope, there was no instrument, device or equipment inserted/advanced through the sheath.